Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividia's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call on 29-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 311, 56 and 148 mg/dl. The customer¿s expected am fasting blood glucose test result is less than 90 mg/dl and expected 2 hour post meal blood glucose test result range is less than 120 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had contacted her doctor who agreed the results are out of her range and recommended calling manufacturer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 02/29/2024 and test strips were opened 3-4 weeks ago. The meter memory was reviewed for previous test result history: result 1: 311mg/dl date: (B)(6) 2022 time: 3:01pm fasting 2 hr after lunch, result 2: 56 mg/dl date: (B)(6) 2022 time: 3:00pm fasting 2 hr after lunch, result 3: 91mg/dl date: (B)(6) 2022 time: 10:20pm fasting bedtime, result 4: 118 mg/dl date: (B)(6) 2022 time: 8:58pm fasting 2 hr after dinner, result 5: 148 mg/dl date: (B)(6) 2022 time: 10:50pm fasting bedtime.

Manufacturer narrative:
Sections with additional information as of 10-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.